Event description:
It was reported the device had been plugged in overnight and did not form an ice block and as a result could not be used. Facility biomed removed the top cover and found that r56 on upper power supply was burnt and electrically open. Unit was not used on a patient. (B)(4).

Manufacturer narrative:
A hospital biomed will make the repair. Maquet service was not going to be used. A supplemental medwatch will be amended if additional information becomes available.